Manufacturer narrative:
One vial of test strip lot 294946-11 was returned for investigation. The test strips and vial showed no defects. The returned test strips were measured with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. The customer material and retention material complied with the specification.

Manufacturer narrative:
The customer's returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 47% , donor 2 hct: 41%. Testing results: donor #1: retention meter and master lot strips: 2.9 inr , retention meter and customer strips: 3.1 inr . Donor #2: retention meter and master lot strips: 2.2 inr, retention meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 7% all inr values were within the specified maximum difference between measurements. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) and when compared to a laboratory result using an unknown method. At 8:25 p.m. The meter result was 2.2 inr and at 8:31 p.m. The meter result was 3.1 inr. On (B)(6) 2019, at 8:30 a.m. The laboratory result was 2.07 inr and at 3:00 p.m. The meter result was 2.7 inr. The patient's therapeutic range is 2.2 - 3.2 inr. There was no allegation that an adverse event occurred. The patient has a no known inflammation or infection. Relevant retention test strips (lot 294946) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.